Manufacturer narrative:
Investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon could not firmly connect a 25mm drill bit to the reported device and gave up using it.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation, once it has been completed.

Manufacturer narrative:
Examination of the returned product confirms the observation. A complaint database search finds no other reports against this product/lot combination. Inadvertent use error is suspected. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.